Manufacturer narrative:
This follow-up report is being filed to relay corrected information.

Event description:
It was reported in a journal article that 74 patients experienced a revision due to infection on an unknown date. No further information is available.

Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patient mentioned in the journal article. The following sections could not be completed with the limited information provided. Date of event - ni. Device code - ni. Expiration date - ni. Date implanted - ni. Date explanted - ni. Initial reporter - the article was written by wesley g. Lackey, merrill a. Ritter, michael e. Berend, robert a. Malinzak, philip m. Faris and john b. Meding. Manufacture date ¿ ni.

Event description:
Information was received based on review of a journal article titled, "midterm results of the vanguard ssk revision total knee arthroplasty system," which retrospectively reviewed the midterm results of the vanguard ssk revision knee system in 272 patients (297 knees) implanted between 2005 and 2013. Sixty seven (67) patients were identified in the study who underwent revision procedures of unknown components due to infection. There has been no further information provided and the patient outcomes are unknown.